Manufacturer narrative:
A2): patient's date of birth, age unk. A3a): patient's sex unk. A3b.): patient's gender unk. A4): patient's weight unk. A5): patient's ethnicity unk. A6): patient's race unk. B6): relevant tests/laboratory data unk. B7): other relevant history unk. D4): device serial number unk. H3/h6): the device was not returned, thus no investigation could be completed and the cause of the reported failure could not be confirmed. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Event description:
A lead extraction procedure commenced from a right sided access, to remove a right ventricular (rv) lead due to cied system/pocket infection. A spectranetics lead locking device (lld) was inserted into the lead to provide traction. During use of a spectranetics 14f glidelight laser sheath, the physician felt a sudden discomfort in his hand where he was holding the glidelight, but no injury occurred and no first aid was required. Upon observation of the glidelight, there was a breach to the outer sheath and laser light was seen emitting from the area of the breach. Use of the 14f glidelight was discontinued and a new 16f glidelight was used to successfully extract the lead and complete the procedure, with no reported patient harm. This event is being reported for unintended radiation exposure, potential for harm.

Manufacturer narrative:
D4): device serial number populated d9): the glidelight and glidelight outer sheath (present on the glidelight working length) were returned to the manufacturer 26jun2024. G3): the device evaluation and investigation were completed 27jun2024. H3): glidelight device: visual inspection found a kink in the outer jacket, just distal to the bifurcate handle. In the area of the kink, the outer jacket was melted and breached, with broken and exposed fibers observed. No additional damage was noted. Outer sheath: no damage detected. H6): based on the device evaluation and investigation, this has been determined to be a use related failure. Historically, the manufacturer has seen this failure at the bifurcate handle when excessive forces are applied to the side of the outer jacket, at or near the bifurcate handle. The device becomes kinked, and then broken fibers at the area of the kink produce heat, which creates a breach in the outer jacket. Type of investigation code replaced with 10 (from 4114). Investigation findings code replaced with 3243 (from 3221) investigation conclusions code replaced with 61 (from 67). All other codes remain applicable as listed in the initial MDR. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.